Event description:
Upon power on, it was reported that the device screen was blank with black and amber speckles. The device was reported unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and repair options. Follow up with the reporter found that the customer elected not to repair the device and will instead use it for spare parts. The device was not returned to physio-control for evaluation. Hence, a conclusive cause of the reported failure could not be determined.